Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh as implanted due to pop and urinary incontinence. It was reported that following insertion the patient experienced infections, painful sexual intercourse, and urinary incontinence. It was reported that patient underwent mesh removal on 2008-2010. It was reported that patient underwent surgery for bowel obstruction on 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision and removal of suburethral sling on (B)(6) 2009 due to dyspareunia secondary to erosion of sling.